Event description:
It was reported that during orif procedure of forearm, while turning the screwdriver handle snapped into two pieces. The pieces were retrieved. The surgeon irrigated the area, and completed the procedure with no adverse effect.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The mfg records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product was inadvertently lost. Product was inadvertently lost, no further eval required.